Event description:
Customer reported experiencing multiple intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer changed infusion set and cartridge, then resumed insulin.